Event description:
It was reported that the procedure was to treat the common carotid artery and the origin of the aorta. Access was through the right internal carotid artery via cutdown. After advancing the 8.0mm/19mm/135cm omni elite vascular stent delivery system to the lesion, the balloon was barely inflated when the stent popped off the balloon onto the guide wire in the aorta. The right groin was accessed and a 7f sheath was placed. A snare device was advanced capturing the tip of the guide wire, the stent was manipulated to between the sheath in the neck and the sheath in the groin. The omnilink balloon was advanced and inflated slightly capturing the stent pulling it back into the intended site, after which the stent implant was deployed successfully in the intended site. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4) - indication for use. Evaluation summary: the device was returned for analysis. The reported deployment issue was not confirmed as the stent had already been deployed. There was no issue with inflation on the returned unit. Based on a visual and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. It was reported that the otw omnilink elite was used to treat the common carotid artery and the origin of the aorta. It should be noted the instructions for use states: the omnilink elite stent system is indicated for the treatment of atherosclerotic iliac artery lesions with reference vessel diameters greater than 5.0 mm and less than 11.0 mm, and lesion lengths up to 50 mm. In this case, the off-label use does not appear to have contributed to the reported issue.